Manufacturer narrative:
Additional information was received from the reporting facility. Per report, the patient reportedly has a hickman catheter and "fuzz (from swabstick) is still stuck to his line, we have tried to remove what we can without causing him pain or pulling at the line, but this is an infection risk." No additional information was reported. A sample has not been returned for evaluation. The manufacturer of the swab stick has been notified of this incident. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Manufacturer narrative:
It was initially reported that during skin prep, staff noted "fuzz particles" coming off the swab stick (taken from dressing change try). Per report, these particles had imbedded into the patient's skin and were not able to be removed. Despite good faith efforts to obtain additional information, no further patient, product, procedural, or event details are available. Due to the reported issue and in an abundance of caution, this medwatch is being filed. A sample has not been returned for evaluation. The manufacturer of the swab stick has been notified of this incident. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that "fuzz particles" were coming off the swab stick (taken from dressing change tray). Per report, the fuzz particles had imbedded down into the skin and were not able to be removed.